Manufacturer narrative:
No similar complaints were reported for units within the same lot. Explanted date is corrected to "n/a" from "unk" in the initial; as the lens remains implanted. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7 mm vticmo13.7 implantable collamer lens, -10.0/+1.5/082 diopter, in the patient's right eye (od), on (B)(6) 2017. The reporter indicated the lens had an excessive vault and the patient experienced elevated intraocular pressure (controlled by medication). The lens remains implanted but the surgeon plans to explant and exchange the lens for a smaller size lens. The patient's post-op best-corrected visual acuity was 20/20.